Event description:
The device was used during an inguinal hernia repair procedure. Upon reloading the cartridge the scrub nurse noticed the clear plastic tip of the stapler was missing. The room was inspected and the tip was not found. An x-ray was taken and the tip was not observed in the pt. The surgeon feels the tip came off outside the pt during reloading of staples.